Event description:
It was reported that one lead had migrated and the ipg was moving in the pocket. X-ray imaging confirmed the lead migration. As a result, surgical intervention was undertaken on (B)(6) 2024, wherein the lead was explanted and replaced, and the ipg was corrected in the pocket. It is unknown which lead had migrated.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: mn10450-50a, UDI: (B)(4) , serial: (B)(6) , batch: 9215693.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.